Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The pace/sense portion of this lead was capped due to small r-waves. The shock portion of this lead is still active and a chronic pacing lead was left in for pacing/sensing. There were no adverse patient events reported. Should additional information be received, this file will be updated.